Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) display monitor was frozen and is displaying communication loss on some of the sectors and that they could not use the touchscreen or mouse to go to deep software settings. Nihon kohden technician informed the bme to find the cns tower to perform a hard shut down, the bme could not locate the cns during the troubleshooting call with nk technician. The bme called back later and reported that it was a connection issue and bed assignment issue with the remote network station (rns) which they were able to resolve but did not clarify how or what they did to resolve it. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns; however, the model and serial numbers are no information (ni) as attempts were made to retrieve the information but the customer was not able to provide the information. Bsm: model #: ni. Serial #: ni. Rns: model #: ni. Serial #: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display monitor was frozen and is displaying communication loss on some of the sectors and that they could not use the touchscreen or mouse to go to deep software settings. Nihon kohden technician asked the bme to find the cns tower to perform a hard shut down, the bme could not locate the cns during the troubleshooting call with nk technician. The bme called back later and reported that it was a connection issue and bed assignment issue with the remote network station (rns) which they were able to resolve, but did not clarify how or what they did to resolve it. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the display monitor for the central nurse's station (cns) was frozen and displaying comm loss on some of the sectors. They could not use the touchscreen or mouse to go into the deep software settings. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display monitor for the central nurse's station (cns) was frozen and displaying comm loss on some of the sectors. They could not use the touchscreen or mouse to go into the deep software settings. No patient harm was reported. Investigation summary: the customer later reported that the issue of the frozen screen was resolved after the customer addressed a connection and bed assignment issue. As the issue was resolved without additional nihon kohden assistance, it is unlikely that the cns was experiencing a malfunction that contributed to the frozen screen and communication loss. A serial number review of the reported device does not reveal additional related complaints. The root cause is likely related to the hospital's network environment and use error. A quality issue has not been identified for the reported issue and device. Nk will continue to monitor and trend similar complaints. The following fields contains no information (ni), as an attempt to obtain the information was made, but not provided. Attempt #1 01/31/2022 emailed customer via microsoft outlook for all items under the no information section. A reply was received but the customer was not able to provide the requested information. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns. The model and serial numbers are listed as no information (ni) as an attempt was made to retrieve the information, but the customer was not able to provide it. Bsm: model #: ni. Serial #: ni. Rns: model #: ni. Serial #: ni.